Event description:
PICC placed, pt calm, cooperative during procedure. Each lumen flushed with 20cc normal saline. Almost immediately, pt with facial flush, ears slightly swollen, pt c/o difficulty breathing and anxiety, putting hand to throat as if choking. Emla and 1% lidocaine were used on this pt, in addition pt took 10mg versed po. Pt put on blow-by o2, pulse ox 100% with o2, called aflac rn for IV benadryl. Ns flushed at 1140, symptoms started immediately, pt started feeling better, breathing more comfortable, facial flush disappearing at 1145. Benadryl not given due to symptoms being relieved. Rn in with pt, left on o2 by nasal cannula.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.